Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that noise was observed on the right ventricular (rv) lead. It was believed that it had been caused by an issue with the implantable cardioverter defibrillator¿s (ICD) setscrew and was reportedly fixed. Noise was later detected again with no known cause. The patient later presented to the hospital after receiving inappropriate shocks which were determined to be caused by noise on the lead. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).